Event description:
It was reported that the lead exhibited high pacing impedance and helix would not extend or extract. The lead was not implanted and sent back for analysis.

Manufacturer narrative:
Eval: the reported lead was returned for high impedance and clogged helix. The high lead pacing impedance could not be confirmed. Analysis was normal. No anomaly was detected.